Manufacturer narrative:
We are currently waiting for clarification of the event, as well as return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Break in 2 parts of the metal guide for laying quinton. A part that remained inside the quinton required ablation and then re-lay. The device has been changed.

Manufacturer narrative:
The guidewire was returned in two pieces for evaluation. Visual inspection reveals a kink in the larger piece approximately 49 cm from the proximal end and another kink approximately 18.5 cm from the first kink. It is at the second kink that the coil of the guidewire begins to unravel. The device was forwarded to the contract manufacturer for further evaluation. Their investigation included a visual and microscopic examination of the device, as well as a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. Measurements were taken where possible and found the device was within specification. Microscopic review of the device revealed the core and outer coil were fractured due to tensile overload. The guidewire was subjected to forces it is not designed to withstand. A definitive root cause cannot be determined but is most likely not manufacture related. The catheter instructions for use (IFU) contains the following warnings: do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the catheter and guidewire must be removed together. When introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire. The guidewire IFU contains the following caution: do not grasp and pull the guidewire prior to releasing the j-straightener. Damage to the guidewire may occur if it is pulled against the restraint of the j-straightener. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.